Manufacturer narrative:
Hospital/medical records have been provided and reviewed. Medical images have been made available and a review is currently underway. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records review: the patient with history of deep vein thrombosis and contraindication to anticoagulation secondary to intracranial hemorrhage had a retrievable inferior vena cava (ivc) filter deployed within the infrarenal ivc at the l3 level. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the patient with history of deep vein thrombosis and contraindication to anticoagulation secondary to intracranial hemorrhage had a retrievable inferior vena cava (ivc) filter deployed within the infrarenal ivc at the l3 level. Investigation summary: the device was not returned for evaluation. Images and medical records were provided and reviewed. Based on the image review and medical records, no deficiencies were identified with the filter. Therefore, the investigation is inconclusive for tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. Per the medical records, the patient underwent open aortobifemoral bypass. Therefore, it is possible that the surgery may have affected the integrity and stability of the filter. Per the instructions for use (IFU), "open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter." However, the definitive root cause for the event is unknown. Labeling review: the current IFU (instructions for use) states: precautions: procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter.